Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. Later, hcp reported right side fold fault 10 degree. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening and one opening assessed as surgical damage. ¿ crease/folding of implant: observed. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening and one opening assessed as surgical damage. Crease/folding of implant: observed. As per the investigation procedures creases, particles and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side deflation. It was later reported device had a fold. The device has been explanted.